Manufacturer narrative:
This report is being filed to provide additional information in b6, h6 and h10. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no other report for similar issues on this lot. The run data file (rdf) was analyzed for this event. Review of the rdf associated with this complaint does not indicate a conclusive root cause for the ¿cells were detected in plasma line from centrifuge¿ alarm occurring throughout the procedure. The system generates this alarm when the rbc detector detects a red/green ratio greater than 1.5 during tpe procedures. The alarm may occur for various reasons including air bubble(s) at the rbc detector, the entered patient hematocrit was too low, a shift in fluid balance caused the actual hematocrit to increase, or hemolysis may have occurred. The rdf does not point to a root cause for the red tinged plasma during this procedure. Additionally, the optia device was found to be operating as intended and the likelihood of disposable set defect contributing is low. This is evidenced by successful disposable prime during both procedures. It is possible the alarm occurred due to patient blood physiology and diagnosis. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a therapeutic plasma exchange, they saw red-tinged plasma in the interface and the customer received reservoir alarms & 'cells detected in plasma line' alarms during the procedure. Physician was aware that there was a issue and she tried to do the procedure twice. The customer reported that the hemolysis was in the connector. The customer reported the patient outcome as stable. The set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no other report for similar issues on this lot. The run data file (rdf) was analyzed for this event. Review of the rdf associated with this complaint does not indicate a conclusive root cause for the ¿cells were detected in plasma line from centrifuge¿ alarm occurring throughout the procedure. The system generates this alarm when the rbc detector detects a red/green ratio greater than 1.5 during tpe procedures. The alarm may occur for various reasons including air bubble(s) at the rbc detector, the entered patient hematocrit was too low, a shift in fluid balance caused the actual hematocrit to increase, or hemolysis may have occurred. The rdf does not point to a root cause for the red tinged plasma during this procedure. Additionally, the optia device was found to be operating as intended and the likelihood of disposable set defect contributing is low. This is evidenced by successful disposable prime during both procedures. It is possible the alarm occurred due to patient blood physiology and diagnosis. In the analysis of the procedure, it was noted that the operator had to reboot the device following the ¿centrifuge failed to stop¿ alarm. This alarm is generated when the safety system detects that the centrifuge is spinning at speed greater than 200 rpm after 20 seconds of being commanded to stop. When this alarm is raised, the only option to continue is to reset the system by turning the device off and back on. The centrifuge was commanded to stop when the operator pressed the stop button for the second time roughly 6 minutes into the procedure. The centrifuge successfully stopped after 10 seconds, and the door was opened. At this point it is likely the centrifuge was spun by the operator causing this alarm occurrence and forcing a machine reboot. Root cause: based on the available information a definitive root cause for hemolysis could not be determined but it is likely due to one or a combination of the possible causes listed below: * patient's underlying disease state. * patient's medication and/or medical treatment. * hemolysis due to inlet needle replaced with smaller diameter or incompletely broken septum resulting in rbcs exposed to pressure drop in the inlet line. * hemolysis due to pinched return line resulting in rbc¿s exposed to pressure drop in return line. * hemolysis due to pinched inlet line resulting in rbcs exposed to pressure drop in inlet line. The residual total risk is determined to be low. * hemolysis due to an occlusion in the tubing resulting in rbcs exposed to a pressure drop.

Event description:
The customer reported that during a therapeutic plasma exchange, they saw red-tinged plasma in the interface and the customer received reservoir alarms & 'cells detected in plasma line' alarms during the procedure. Physician was aware that there was a issue and she tried to do the procedure twice. The customer reported that the hemolysis was in the connector. The customer reported the patient outcome as stable. The set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that during a therapeutic plasma exchange, they saw red-tinged plasma in the interface and the customer received reservoir alarms & 'cells detected in plasma line' alarms during the procedure. Physician was aware that there was a issue and she tried to do the procedure twice. The customer reported that the hemolysis was in the connector. The customer reported the patient outcome as stable. The set is not available for return because it was discarded by the customer.